Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens, which may have been interpreted by the customer as the reported complaint of ¿something on lens¿. No foreign material other than the viscoelastic was observed. Both haptics are bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Both cut optic portions have multiple split/cracks near the cut areas. The product investigation could not identify a root cause for the reported complaint of ¿something on lens¿. No foreign material was observed other than dried solution. The lens damage appears to be the result of the lens removal (cut in half). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there was something on the optic . There was patient contact. The procedure was completed. Additional information was provided indicating that in the surgeon's opinion the cause/contributor of the event was described as "defect in manufacturer". The iol was cut, removed and replaced with a new one. The patient's issues have resolved. The prognosis is good.